Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery after a percutaneous coronary intervention (PCI) procedure with a 6F sheath. Reportedly, a cuff miss "[suture retrieval issue]" occurred with two ProStyle devices. Resistance depressing and withdrawing the plunger was noted with both devices; however, the footplate was observed to retract appropriately. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and Corrective and Preventive Actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the investigation determined that the reported issues appear to be related to operational context of the procedure. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported needle to cuff miss. In this case, it was reported that the reported needle to cuff miss was due to calcification which likely led to the reported mechanical jam and retraction problem with the plunger such as, needle deflection during plunger deployment due to an interaction with the calcium. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in B5 is filed under a separate MedWatch report number.